Manufacturer narrative:
The following correction has been updated in this report. Section "product brand name", "model number", "catalog item identifier", "serial number", "product UDI" in box d has been updated/corrected.

Manufacturer narrative:
H3 other text : device has not yet been returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and lung disease, dizziness and/or headache, hypersensitivity, nausea, vomiting, inflammatory response, chronic bronchitis, high blood pressure, rapid heartbeat, and irritation. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer previously received information that the patient alleging asthma (new or worsening) and lung disease, dizziness and/or headache, hypersensitivity, nausea, vomiting, inflammatory response, chronic bronchitis, high blood pressure, rapid heartbeat, and irritation. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes no visible foam degradation and unit got corrected. Evaluation method code grid, evaluation results code grid, and conclusion code grid updated.

Manufacturer narrative:
The manufacturer previously reported information were in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and lung disease, dizziness and/or headache, hypersensitivity, nausea, vomiting, inflammatory response, chronic bronchitis, high blood pressure, rapid heartbeat, and irritation. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer received information alleging asthma (new or worsening) and lung disease, dizziness and/or headache, hypersensitivity, nausea, vomiting, inflammatory response, chronic bronchitis, high blood pressure, rapid heartbeat, and irritation. No other clinical information or medical interventions were reported. Based on the information available, the alleged device is a recertified repaired device and does not contain the sound abatement foam referenced in the recall. This report has been corrected to an adverse event, serious injury in sections b1, b2 and h1 and h6 (medical device problem code). Section h7 was corrected to reflect that this device does not fall under the recall res 88058. Res 88058 was removed in section h9. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information were in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and lung disease, dizziness and/or headache, hypersensitivity, nausea, vomiting, inflammatory response, chronic bronchitis, high blood pressure, rapid heartbeat, and irritation. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer previously received information alleging asthma (new or worsening) and lung disease, dizziness and/or headache, hypersensitivity, nausea, vomiting, inflammatory response, chronic bronchitis, high blood pressure, rapid heartbeat, and irritation. No other clinical information or medical interventions were reported. Based on the information available, the alleged device is a recertified repaired device and does not contain the sound abatement foam referenced in the recall. This report has been corrected to an adverse event, serious injury in sections b1, b2 and h1 and h6 (medical device problem code). Section h7 was corrected to reflect that this device does not fall under the recall res 88058. Res 88058 was removed in section h9. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer previously incorrectly reported reporter country as netherlands and report source as foreign. In this follow up report reporter country is updated as united states and removed foreign in section g2.